Event description:
It was reported that the patient's right ventricular (rv) lead had a fracture. It was also noted that the patient was hit by a car a week prior to receiving twenty seven shocks. Follow up received indicated that the shocks were appropriate and there was no device malfunction. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.